Manufacturer narrative:
Conclusion summary: the hazard reported in this complaint was caused by fluid invasion of the scope which damaged the internal electronics and resulted in loss of image and light output. This failure mode was attributed to fluid ingress rather than a material, component, or manufacturing deficiency. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility on march 24, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, no image is popping up. No visual damage to scope distal end or card edge connection. Image cut out mid case. No death or (unanticipated) serious deterioration in state of health reported.